Manufacturer narrative:
The investigation was completed. Investigation summary mechanical interaction with blood: the cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: the patient is a 61 year old male supported with an impella device for acute myocardial infarction and cardiogenic shock, with clinical presentation consistent with scai shock stage d prior to initiation of support. While on impella support, the ccu team noted concern for hemolysis due to pink tinged foley/urine. The support level was reduced to p4, after which the discoloration of the urine resolved. Laboratory evaluation on the morning of the event demonstrated a plasma-free hemoglobin of 37 and ldh of 307. Based on the available information, the patient experienced hemolysis during impella support, which improved following reduction to p4. There is no confirmed device involvement, no imaging confirmation of malposition at the time of hemolysis, and the device remains in use. Further evaluation, including pump return and data download, is required to determine whether any device-related factors contributed to the event. The patient remains on support at the time of reporting.

Manufacturer narrative:
B5 additional information was added. D6b explant date was added. G2 added selection as it was omitted from the initial report that was submitted.

Event description:
Additional information was received. The device was explanted. The patient's outcome was noted as survived.

Manufacturer narrative:
Additional information was received that the device is not available to be returned. D4 serial number and UDI was revised to remove leading 0s.